Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via a device manufacturer representative regarding a patient receiving dilaudid (2 mg/ml at .4996 mg) and bupivacaine (20 mg/ml at 4.996 mg) via an implantable infusion pump. It was reported that the pump had stalled. There were no environmental/external/patient factors that may have led or contributed to the issue. The pump was replaced and the issue was resolved. The patient was alive with no injury. It was noted that the explanted pump would be returned for analysis. No further complications have been reported as a result of this event.

Manufacturer narrative:
The pump was returned and analysis found corrosion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction was made to include recall information regarding the event. If information is provided in the future, a supplemental report will be issued.